Event description:
It was reported that during a da vinci prostectomy procedure, the tips of the monopolar curved scissors instrument were dull. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted tests and found the instrument scissors cut cleanly through .006" latex. Blades are not damaged. Electrical continuity passed. Engineering also observed the distal end of the main tube has a 3.5 inch long section with material removed on one side of the tube. The damaged area starts 1.25 inches above the tube extension and is parallel to the tube axis with a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.